Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: post-op x-ray for l4-s1 fusion. Ap/lateral images are provided. No interbody grafts are present. Both s1 screws appear fractured. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spondylolisthesis; and underwent lumbar fusion at l4-s1. On (B)(6) 2020, post-op, the doctor found that an implanted s1 screw had broken. The patient also experienced pain. Hence, a revision surgery was performed, in which it was found that both s1 screws (one at either side of s1) had fractured. Both the broken screws were completely explanted. The previous construct was also revised during this surgery.